Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.11v. The box label showed a monitoring voltage of 3.25v. Due to the difference in the voltages, the decision was made to not use this device. The boxed product will be returned to guidant, where it will be analyzed for premature battery depletion.